Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 9 october 2020: lot 1810371: (B)(4) items manufactured and released on 11-may-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department on 9 october 2020: gmk-sphere 02.12.0023l femoral component sphere cemented # 3+ l (k140826) lot 1810112: (B)(4) items manufactured and released on 5-may-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.t4i3l tibial tray fixed cemented # t4-i3 l (k121416) lot 188981: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 year after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the femoral component, tibial tray, and insert. The surgery was completed successfully.